Manufacturer narrative:
(B)(4).

Event description:
It was reported that "two staples were released at once." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Multiple staples were observed to be misaligned at the front of the cover block. The bottom component was observed to be misaligned at the front of the front of the cover block, allowing the staples to become misaligned and out of position. Functional testing could not be performed, due to the misaligned and jammed staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot#: 73a2300516 was manufactured on 01/17/2023 a total of (B)(4) pieces. Lot was released on 02/01/2023. DHR investigation did not show issues related to complaint. A corrective and preventive action (CAPA) was opened by the manufacturing site to further investigate this issue. The CAPA identified the probable root cause of the incorrectly positioned bottom as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "two staples were released at once." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".